Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the medicine is irrigated by the internal walls of the bd plastipak¿ three part hypodermic syringe with needle, the plunger does not close properly and leaks. A new syringe is required. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample received at bd for evaluation. The defect of the damaged syringe is evident, the leak is a result of the damage. Also is important to mention that the molding plunger is monitored by the manufacture through the frequency control where it is evaluated for characteristics such as: burns in the syringe, deformities, contamination, incomplete, or bubbles being throughout the process. In the assembly line a jamming occurrence may be causing damage to the syringe, however it has a sensor to eject the syringes when they are not well assembled and this sensor is behind where the jam is being presented. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. Investigation conclusion: confirmed: the defect is reproducible in the manufacturing process. The cylinder could be damaged by getting stuck instead of in the carousels instead of being expelled.